Event description:
The hcp reported the patient had a pump replacement along with replacement of the proximal catheter which was damaged. The distal portion of the catheter showed good csf flow and was left intact. The patient was given a 390mcg priming bolus with a simple continuous rate of 80mcg/day. An hour after the surgery, the patient was reported to be "less arousable" with the hcp concerned about an overdose.